Event description:
It was reported that during an unrelated procedure, the right ventricular lead was noted to be abraded. The lead was successfully repaired during the procedure. The patient was stable throughout.